Manufacturer narrative:
The customer analyzer was returned for investigation. Currently it is unknown whether or not the device may have malfunctioned, as the allegation of the batteries getting hot could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when they went to replace the batteries of the analyzer during troubleshooting, the batteries that were installed were hot. There was no allegation of patient/user harm. There were no allegations of incorrect results.